Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of two photographs of the device. The visual inspection of the returned photographs noted that the reload was partially fired. The jaws were open. Staple pushers were visible at the 3cm cut line. Pmv could not perform functional testing without the physical product. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during pulmonary parenchyma procedure the device partially fired. The staple line was incomplete distally by 3cm. The device partially fired on 3 cm then the handle clutched. There was tissue damage but it was not permanent. No resected tissue to resolve the issue. To resolve the issue in order to complete the case another stapler was used. Patient is alive with no injury. No reinforcement material was used.